Manufacturer narrative:
(B)(4).

Event description:
Procedure: lavh. According to the reporter: when scrub nurse tried to test function of endo shears, the component of joint part was broken. So she changed to new one. The procedure was lavh. There was no injury to patient. Issue detected during preparation. No patient involvement.

Manufacturer narrative:
(B)(4) post market vigilance (pmv) led an evaluation of three photographs of an endo dissect 5mm instrument opened by the account with the appropriate blister package in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation. The reported condition for this incident was that when scrub nurse tried to test function of endo shears, the component of joint part was broken. So she changed to new one . Based on engineering evaluation , the reported condition follows a previous observation where the energy directors of the lock (B)(4) could be running marginal to the low side of the specification and the locks did not have an optimal engagement during welding process and consequently fell during force application on procedure. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the missing rivet. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. No corrective action was generated for the reported condition. Unfortunately, based on the evidence currently available, a root cause could not be reliably determine; however, the most likely root cause was identified as an issue with the dimensions of the energy directors on the instrument lock. This issue has been brought to the attention of the appropriate manufacturing personnel. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three photographs of an device opened by the account with the appropriate blister package in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation. Based on engineering evaluation , the reported condition follows a previous observation where the energy directors of the lock could be running marginal to the low side of the specification. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected sample evaluation: post market vigilance (pmv) led an evaluation of one device and three photographs of the device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation. Based on engineering evaluation of the three photographs, the reported condition follows a previous observation where the energy directors of the lock could be running marginal to the low side of the specification. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Since the instrument was not received by engineering, the condition could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.